Event description:
The pt underwent implantation of synchromed pump and catheter in 1999 for intrathecal infusion of bdnf (brain derived neurotrophic factor) or placebo as part of a clinical trial for acute lateral sclerosis pts. The physician experienced difficulty withdrawing cerebro-spinal fluid through the catheter access port of the pump. The pt had a contrast allergy, and therefore a flat plate x-ray was performed. The catheter fractured distal to the anchor. A portion of the catheter remained free-floating in cerebro-spinal fluid. A new catheter was implanted.